Event description:
It was reported that a patient underwent a revision of the right hip due to clicky noise. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Event happened in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Zimmer reference: (B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. The condition of the liner is unknown. Therefore neither a definitive root cause nor assumptions can be determined/made on how the liner may have caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.